Event description:
It was reported via medwatch that a pt was hospitalized in 1996 due to surgery for a new baclofen pump (onset 1996). Treatment included replacing the baclofen pump and the pt recovered.the implant duration and reason for explant was not reported. No device serial numbers or pt identifiers were provided sufficient to locate the pt in the MFR's device registration system.